Event description:
The device was returned to the manufacturer for analysis and it was noted that the coil was detached from the delivery wire. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the proximal contact and delivery wire were kinked. The main coil appeared to be detached via electrolysis. Review and analysis of the available information fails to indicate a definitive cause of the reported event.

Event description:
The device was returned to the manufacturer for analysis and it was noted that the coil was detached from the delivery wire. There were no clinical consequences to the patient.

Event description:
The device was returned to the manufacturer for analysis and it was noted that the coil was detached from the delivery wire. There were no clinical consequences to the patient.